Event description:
Litigation alleges that the patient experienced occasional grinding, popping and clicking and suffered increased hip pain, including a constant dull ache, grinding when bending down or standing from a sitting position, elevated levels of chromium and cobalt, during revision surgery the synovium was noticed to be extensive and had a grayish coloration.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that the patient experienced occasional grinding, popping and clicking and suffered increased hip pain, including a constant dull ache, grinding when bending down or standing from a sitting position, elevated levels of chromium and cobalt, during revision surgery the synovium was noticed to be extensive and had a grayish coloration. Update (B)(6) 2013: litigation alleged the patient suffered pain, metallosis, difficulty ambulating, muscle loss, tissue destruction and other injuries related to excessive levels of chromium and cobalt in the patients blood as a result of the implanted asr hip. There is no new information that changes the outcome of this investigation. Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the acetabular cup. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient experienced occasional grinding, popping and clicking and suffered increased hip pain, including a constant dull ache, grinding when bending down or standing from a sitting position, elevated levels of chromium and cobalt, during revision surgery the synovium was noticed to be extensive and had a grayish coloration. Update litigation alleged the patient suffered pain, metallosis, difficulty ambulating, muscle loss, tissue destruction and other injuries related to excessive levels of chromium and cobalt in the patients blood as a result of the implanted asr hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.